Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 45 mg/dl. Customer treated with food and had been experiencing low blood glucose levels for about 30 minutes. Customer was not admitted as an inpatient for medical treatment. Customer's most recent set change was last night on (B)(6) 2014. Customer was disconnected during the rewind/prime sequence. Customer's pump programming and settings were reviewed and everything looked accurate. Customer did a lot of physical yard activity work and was not eating for awhile. Customer stated that the battery was out earlier today and she said she saw a button error. Customer also stated that her belt clip was falling off the pump. Customer's blood glucose level was now 144 mg/dl. Customer is okay. She did not eat for about 4 ½ hours. Customer reported a broken belt clip, which will be replaced as a courtesy. Customer was advised to monitor the pump. No additional informational provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Insulin pump functioned properly. Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump also received with minor scratches on lcd window, cracked reservoir tube, broken reservoir tube lip, broken belt clip slot, and cracked battery tube threads.